Event description:
It was reported when using the pyxis medstation es system that it had a failed storage space. The customer mentioned issue occurred when dispensing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a malfunction caused by the drawer sensor was bad, or the insep latch was loose. A field service engineer replaced insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.